Event description:
On 11/04/1998, the facility informed the MFR's sales rep of two (2) events which occurred at the facility. This report concerns the second event. The report states as follows: the catheter began leaking blood directly below the y-site along the seam. On 11/11/1998, the MFR's sales rep informed the MFR's rep that this device has been discarded and is not available to be returned to the MFR for analysis. No further details were provided.